Event description:
It was reported that after implantation of a stent to treat unilateral ureterostenosis, the pt ran a continuous high fever. The doctor removed the stent after 9 days and experienced difficulty with removal of the stent. Stones were found on the surface of the stent, most of them on the pig tail. Following holmium laser lithotripsy, the stent was removed by cystoscopy and the doctor implanted another manufacturer's stent.

Manufacturer narrative:
The reported event is confirmed with undetermined root cause. Two stent pieces of different sizes were received for evaluation - one size 6, one size 7. See MDR # 1018233-2013-02603 for info and investigation results for size 7 sample fragment. The doctor reported that the stents had been cut for their own evaluation. The returned size 6 stent piece was visually inspected and confirmed calcification on the surface. The surfaces of the stent were inspected under magnification using magnifier/loupe for any condition or visible defects which could have caused or contributed to the reported event and no discrepancies were observed. To test that the stent's coating was present, the calcification was removed and the stent was submerged into a water container for a few minutes and after this, the stent was examined. The presence of coating along the stent's surface was confirmed. No manufacturing deficiencies were noticed on the returned samples. (B)(4).